Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Visual inspection: it was confirmed that the foot of the cricket fractured off. The fractured piece returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Reduction maneuvers associated with complex deformity surgeries may focus increased loads to this component, resulting in a fracture. Crickets are a valuable aid in reduction / correction maneuvers in complex deformity surgeries but are occasionally stressed beyond their structural capacity. Crickets were designed such that the significant loads encountered in complex spine surgeries are not transferred to the screw interface. Additionally, wear from the device's extended use (device was found to be 10 years old) may also have contributed to the event. Likely causes include misalignment of the feet within the screw collet causing the cricket to flex beyond its capability and/or excessive force.

Event description:
This report summarizes one malfunction event where the tip of a mesa reduction jack cricket fractured intra-operatively. All debris was removed from the patient. The procedure was successfully completed with no delay or adverse consequence.